Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had cardioversion for cardiac arrhythmia as an outpatient on (B)(6) 2021. Additional information revealed that the patient has been treated with amiodarone by mouth. The arrhythmia was atrial fibrillation and it was not preexisting to the left ventricular assist device. The arrhythmia did not result in clinical compromise. The patient was stable and discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed